Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The coil was found kinked and stretched, also the interlocking arm was detached. Microscopic inspection of the main coil observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection of the main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. A 15mm x 40cm interlock-35 was received with no reported issues. However, device analysis revealed that the interlocking arm was detached.